Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient experienced an increase in lactate dehydrogenase (ldh) levels and a drop in pulsatility index (pi). An echocardiogram was performed and indicated a regular opening of the aortic valve; however, the patient had heart failure symptoms. The following day a decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.